Event description:
It was reported that during an unk procedure, medium size liga clips are tearing/shearing the vessel as the clips are applied. Small clips are fine, and they don't use large clips for ent. This is also an issue in another hospital- and they use a manual clip applicator in that. No patient consequences were reported.

Manufacturer narrative:
(B)(4) date sent: 7/6/2026 b3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: the issue also happened but in may but was only reported to me on 12th june so lot number was not recorded either. I will revert back if the surgeon replies to me. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.